Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he inserted a new sensor and in less than an hour it fell off. Customer declined to troubleshoot. Nothing further was reported.